Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00060 on 12-nov-2020. Siemens filed the first supplemental MDR 2247117-2020-00060_s1 on 30-dec-2020. Additional information (04-feb-2021): the siemens headquarter support center (hsc) investigator reviewed the information provided and confirmed the siemens customer service engineer (cse) decontaminated the instrument, including the substrate line, and cleaned the probe wash and water bottle. The cse also verified the tube lifter positions, substrate and water dispense volumes, vacuum pump, and wash speed spinner speeds. Siemens concluded that the potential cause for the falsely elevated human chorionic gonadotropin (hcg) result is unknown and cannot rule out preanalytical variables or sample-specific issues as a potential contributing factor. The customer has performed quality controls and informed siemens that no further investigation is required. Section h6 (investigation findings and investigation conclusions) is updated with new codes. MDR 2247117-2020-00059_s2 and 2247117-2020-00061_s2 were filed for the same event.

Manufacturer narrative:
Siemens filed on (B)(6) 2020. Additional information ((B)(6) 2020): the customer confirmed that the discordant results belong to the same patient who is undergoing chemotherapy. The customer noted that samples are running in duplicate as a workaround, and no other discordant results have been observed. Siemens is investigating the event. MDR 2247117-2020-00059_s1 and 2247117-2020-00061_s1 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls had performed well. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse performed the following services on the immulite 2000 xpi. The reagent and sample arm had no signs of spillage or sediments. The substrate and water probe dispense was within specification. The dual resolution dilutor (drd) was verified, and the alignments were within specification. Performed a dispense angle test on the reagent and sample probe, and no issue was noted. Ran a drd prime for 10 minutes, and bubbles were noted. The wash station and high-speed spinner assemblies were inspected. The assemblies were clean and clog-free, and no issue was noted with the spinner speeds. The alignments of the sample and reagent probe were within specifications. The grounding brush was verified and had the appropriate contact with the sample carousel. The temperature of the luminometer was within range. The glide movement of the reagent lid when in the reagent carousel was checked and within specification. The tube lifter was verified, and the up position was adjusted. The vacuum pump was operational, and no issue was noted. Decontaminated the substrate line and reservoir. Water test, qc, and precision tests performed to verify performance. Siemens is investigating the event. MDR 2247117-2020-00059 and 2247117-2020-00061 were filed for the same event.

Event description:
The customer obtained a discordant falsely elevated human chorionic gonadotropin (hcg) results for one patient on an immulite 2000 xpi instrument. The results were not reported to the physician(s). The customer used the same sample tubes and instrument to perform repeat testing and obtained lower results. The customer reran the sample tubes on an alternate platform, and the repeat results were lower than the discordant results. There are no reports of patient intervention or adverse health consequences due to the falsely elevated hcg results.